Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the alarm sound was generated and the front panel was turned off due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the insufflator had a black screen with an alarm. The issue was found during a therapeutic procedure (laparoscopic surgery). The procedure was completed using a similar device with no reported delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the alarm issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.